Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system; test strips were discarded.

Event description:
Caller reportedly received results of 19 mmol/l on the aviva system and 9 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.